Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No complaint has been received from the customer and nor has any error description. No defects that adversely affect the function of the device have been identified. The following repair activities were completed: accessories checked, unit cleaned, 1hr.- output power test completed, unit calibrated newly, by built-in-test (bite) indicated fault codes analysed, functional test performed, electrical safety test acc. To (B)(4) completed, functional test acc. To test procedure completed, safety test checklist enclosed. A review into the depuy synthes mitek complaints system revealed 1 other dissimilar complaint for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). No expiration and manufacture dates available.

Event description:
Description of failure: vapr users since long time. Shoulder arthroscopy/cuff. As soon as the surgeon started the vapr (pressed the pedal) the arthroscopy screen went pitch black. They tried with different electrode but the same thing happened. The surgeon converted to open surgery and completed the cuff repair. The whole tower was taken to the mt department but they can't find any problem in the tower and contacted us. The generator will be sent for investigation. Device error message: no other information available.